Manufacturer narrative:
(B)(4). Concomitant medical products: compr nano hmrl pps 34 mm lot# 402820 item#us-115734, versa-dial 46x18x53 hum head lot#607750 item#113042, versa-dial/comp ti std taper lot#975120 item#118001, pt hybrid glen post regenerex lot# 220310 item#pt-113950, remain implanted. The reported event could not be confirmed. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Compatibility check noted no issues. The x-ray review from the clinical forms identified that the glenoid and the central peg had radiolucency. The review also noted no osteolysis, migration, subsidence, or fracture. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00224, 0001825034-2018-00218, 0001825034-2018-00219.

Event description:
It was reported that the patient underwent a left total shoulder arthroplasty. Subsequently, six (6) weeks post-implantation, the patient experienced acromion tenderness and impingement. Three months post-operatively, the patient reportedly had pain, supraspinatus/greater tuberosity tenderness, biceps tendon tenderness, and impingement. At one (1) year post-operative follow-up instability and supraspinatus/greater tuberosity tenderness were noted. Two-year post-operative follow-up noted biceps tendon tenderness and instability. Lastly, approximately twenty-seven months post-operatively, it was noted the patient had intermittent left arm pain. No revision procedure has been indicated, and outcome is pending. No further information provided.